Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0wb4t, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer¿s family/ friend reported that he had a she had a return of symptoms and she was having accidents. The patient also had a fall. It was also noted the she was having very bad vaginal pain. She never received the therapy guide and she lost her ID card. The patient had painful stimulation, the therapy was on. A fall could be related to this issue, the patient fell on (B)(6) 2015. She went to the emergency room and they checked to see if she had a broken hip. The issue was also related to positional movements; when the patient was sitting, she had very bad vaginal pain. Decreasing the amplitude eliminated the uncomfortable stimulation. The patient was on program 3 at 4.5v and she was not feeling stimulation. The stimulation was increased to 6.3v and the setting was comfortable. She will be watched to see if stimulation was comfortable walking, standing and lying down. The patient¿s symptoms of accidents will continue to be tracked. There was a gradual change in therapy/ symptoms. The vaginal pain had been gradually getting worse. . The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided. If additional information is received, a follow up report will be sent.